Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead recorded codes for battery voltage too low for the projected remaining capacity, shock lead shorted, and for capacitor charge time exceeding the limit. The device was explanted for premature battery depletion, where intravenous antibiotics were administered to the patient. The rv lead was also surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was unremarkable with no arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator and charge time error both occurred within a few days of each other. An x-ray revealed an open plasma fuse with arcing to the case consistent with an attempt to deliver therapy through a shorted lead system. A bench test to assess the output bridge integrity was performed, and the shock impedance value was within the normal range. Evidence indicates that the long change time and blown fuse was due to shorted defibrillation lead from another manufacturer.